Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart. A cold reset was performed. Customer's blood glucose value was unknown at the time of the incident. Troubleshooting was performed. The customer stated that they were unable to clear the alarm but were able to rewind the insulin pump. Customer stated that after removing the current battery and inserting new battery the insulin pump alarmed with the error. Advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.